Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-05099 / 05100 / 05101 / 05102).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent irrigation and debridement on (B)(6) 2013 due to hematoma. Patient underwent a radical debridement secondary to infection on (B)(6) 2013. Patient underwent revision on (B)(6) 2013 due to infection. During the procedure all components were removed and replaced. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2015-05099 / 05102).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent irrigation and debridement on (B)(6) 2013 due to hematoma. It was further reported patient underwent a revision procedure on (B)(6) 2013 due to infection. During the procedure all components were removed and replaced with antibiotic cement spacers. Subsequently, it was reported the patient underwent another revision procedure on (B)(6) 2013 in which the antibiotic cement spacers were removed and replaced with total knee components.